Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used. No missing or broken parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor was missing the cannula. Customer's blood glucose was 14.6 mmol/l. Customer noticed the cannula was missing when the sensor was removed. Customer agreed to return the sensor for analysis.